Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel; full lead returned and analyzed. Blood was present on the distal conductor, and the helix mechanism. The helix would not extend due to overretraction. (B)(4): no anomalies found, but blood noted on all conductors; full lead returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. It was further reported that during implant attempt, the physician had trouble placing the left ventricular lead, and the lead kept coming back into the main coronary sinus. The physician's office did not have any information regarding the right ventricular lead, which was apparently attempted but not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. Blood was present on the distal conductor, and the helix mechanism. The helix would not extend due to overretraction.